Event description:
Same case as: 2134265-2008-00372. It was reported by the patient, that post a coronary stenting treatment procedure, a stent occlusion occurred. Five liberte bare metal stents were implanted in an unspecified vessel. The consumer had records of stent sizes 2.75 x 24mm and 3.0 x 24mm, but did not have the records of the other three stent sizes. Six months post the initial procedure, two of the five liberte stents had "closed 40%." Reintervention and insertion of a non-bsc stent was required. Additional information was requested from the physician. The physician reported that the patient had restenosis, no other information was made available.

Manufacturer narrative:
Implant dates two days in 2007 were received, however, it was not specified what was implanted on each of these days. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.